Event description:
The pt called to report that in 2000, the pt used the suspect device to check blood glucose. The pt obtained a result of 380mg/dl and then injected eight units of insulin based upon the result. The pt then had an insulin reaction and called the paramedics. The emt's arrived and used their own meter to check the pt's blood glucose and the result was 27 mg/dl. The pt was given glucose and transported to the hosp. Both level 1 and level 2 glucose controls were used on the test strips and both controls were within range. Level 1 control = 64 (50-80) and level 2 control = 327 (285-385). The suspect device was replaced and authorized for return to the MFR for eval.